Manufacturer narrative:
This supplemental report is to correct the previous supplemental report to include that yes, the device was evaluated by manufacturer.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead helix was unable to retract or extend before it was placed in the body. The lead was not used. Another lead was implanted. The patient's condition post procedure was stable.